Event description:
Maternal blood pressure and heart rate are supposed to automatically transfer into the tracevue system. The maternal values printed correctly on the strip, but had to be entered manually in the patient's electronic chart in the tracevue network. The fetal monitor was swapped with another unit and the values appropriately transferred into the tracevue system.